Event description:
It was reported that a revision surgery was performed due to unspecified reasons.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, it has been communicated via email that there is no relevant supporting clinical information available at this time, and there is no report of the patient's current condition. Therefore based on insufficient information, no further clinical assessment can be performed at this time. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.